Event description:
Same case as: 6000093-2007-00715. It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance and stent explant occurred. The lesion was located in a 3.5x30mm mildly tortuous segment of the proximal left anterior descending (lad) artery. The lesion was rigid, concentric and 70% stenosed. The lesion was predilated using a 3.5x8mm quantum maverick balloon. Then a 3.50x32mm taxus liberte' drug eluting stent was implanted in the proximal lad. Then the lesion was post dilated using a 3.5x8mm quantum maverick balloon, inflated to 20 atm, and when pulling back the quantum maverick balloon, the balloon stuck to the implanted stent, which caused the stent to be explanted. It is unknown if any additional intervention was performed. The patient condition was reported as stable and no additional complications were reported.

Manufacturer narrative:
Product analysis could neither confirm nor deny the difficulty as stated in the complaint. Visual and microscopic examination of the stent revealed it was crushed and that the stent struts were stretched. It could not be determined if the stent damage occurred due to getting caught on the balloon catheter during removal. As the maverick balloon catheter was not returned for analysis the exact cause of the stent adhering to the balloon after post dilatation and during removal could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is unknown.